Manufacturer narrative:
(B)(4). Exemption number: (B)(4). Covidien is submitting this report on behalf of (B)(4)., (importer).

Event description:
According to the reporter: the pt alleged injury. Medical history: urinary stress incontinence, menometrorrhagia, dysmenorrhea.